Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted pacemaker exhibited farfield oversensing. As a result, false atrial tachy response (atr) episodes were stored. Reprogramming options and further monitoring were discussed. No adverse patient effects were reported. This device remains in service.